Event description:
It was reported that the implantable cardiac monitor (icm) device recorded episodes of undersensing. The device remains in use. No patient complications have been reported as a result of this event.